Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, and replaced the malfunctioning flat cable from video receiver to the lcd. The fse completed the repair and carried out operational tests with positive results. The unit was then returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) monitor gives problems. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.